Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that they got the new programmer and they got poor communication with the new programmer both with and without the antenna. The patient was advised to follow up with their health care physician (hcp) given it might be at the end of service. The patient mentioned a lot of additional information that was stated to have occurred prior to implant and some information that occurred after the implant. It was noted that the patient was very confusing to follow. It was noted by the patient they took 21 medicines a day. The patient also mentioned they needed 8-12 hours of sleep a day but that they were not getting that amount of sleep because they had to keep getting up to go to the bathroom. The patient called again on 2018-(B)(6). Again it was noted that the patient was very difficult to follow. They mentioned they were taking flomax and that they were retaining fluid so the veteran¿s association (va) did an ultrasound and catheterized the patient to get rid of the excess fluid. The patient noted that sooner or later it would back up into the patient¿s bladder and kidneys and recalled how the last time this happened they ended up in intensive care for 5 days (pre-existing medical condition) which was why they got the interstim. The patient stated that since they last called they went to the emergency room and the chief of surgery told the patient they needed to go to a facility to see a urologist and a manufacturer representative (rep). The patient went to the facility and noted they mixed something up when they changed shifts, and wanted to take the patient off of all of their medications because their blood pressure was wacky and then the "booted ¿ the patient ¿out". The patient mentioned they could no longer go to their previous health care physician (hcp) because they no longer worked with interstim devices. The patient noted the veteran's association (va) wanted the patient to see a urologist at an emergency room immediately and it was explained to the patient the importance of establishing care with a trained interstim physician to manage the patient's care. There were no further complications reported.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the device was turned off and the patient could not turn it back on due to poor communication. The patient reported they replaced the patient programmer batteries prior to calling. Troubleshooting did not resolve the poor communication. The patient reported they were having to get up more at night, they had a return of symptoms. The patient was sent a new patient programmer to resolve the issue and was also redirected to their healthcare provider to have their ins checked. The patient reported they had unrelated medical procedures; surgery, endoscopy and colonoscopy. The patient reported that prior to the last unrelated surgery, they told the healthcare provider about the device and they may have turned the device off then. No further complications were reported or anticipated.